Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of 8100 error code 240.4150. Technical support - - customer stated they had already replaced the bottle side pressure sensor twice with no change. - informed customer it is possible the clip holding the pressure sensor in is cracked reducing its support. - recommended replacing mechanism assembly. - if no change, next recommended logic board. - is so, recommended sending in for repair. - customer will move forward with recommendation. Additional comments: tech support - recommended replacing mechanism assembly additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involved.

Event description:
Case #: 01032715 case subject: npi 8100 error code 240.4150 account name: williams major hospital account #: 1416400 asset name: 8100 pump module 9.1.17.7 asset location: contact: christopher keith contact email: ckeith@majorhospital.org contact phone: 317-421-5677 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 240.4150 on their 8100 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer stated they had already replaced the bottle side pressure sensor twice with no change. Informed customer it is possible the clip holding the pressure sensor in is cracked reducing its support. Recommended replacing mechanism assembly. If no change, next recommended logic board. Is so, recommended sending in for repair. Customer will move forward with recommendation. Ended call. Ended call.